Event description:
It was reported that the pt fell on the ice and broke a lead (B)(6) 2009. The pt, subsequently, had a replacement surgery on (B)(6) 2010. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: analysis of the implantable neurostimulator (ins) model 37711 serial number (B)(4) determined the ins was received with no telemetry and no output from any electrode pairs. The ins did not sync with a patient programmer. A normal recharge was started automatically after a physician mode recharge with a 1 cm spacer between the ins and recharge antenna. The initial review and trace report were obtained from the ins. There was good stable output on each electrode pair at the patient's settings as received. There was good stable output on every electrode pair referenced to the #0 electrode using the patient's lead configuration. The output matched the programmed settings. The ins was functionally okay and there were insignificant anomalies. Analysis of extension model 37081 serial number (B)(4) determined the extension was okay but cut through (suspected explant damage). The continuity was acceptable and there were no shorts. There were no significant anomalies found with the extension. Analysis of lead model 3777 serial number (B)(4) determined the wires 5 and 7 were cut 36.7 cm from the distal end. The ends of the wires were blackened and melted which suggested cautery. The outer insulation was also melted which suggested cautery. No significant anomalies were found with the lead. Analysis of ins plug found no anomaly.